Event description:
A patient reported to baxter (B)(4) that solution cannot be stopped from coming out of the transfer set even if closing the clamp. Then the nurse replaced a new pd transfer set for the patient. However, it was noted that solution came out of the dark blue connector again even if closing the clamp. No use additional disinfectant. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. This complaint for a leak was confirmed in the lab. The results of a sample evaluation revealed that both of the occluder feet were broken. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. A possible cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.